Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of t-wave oversensing were observed on the device. Technical support was contacted, however, no intervention was performed at this time. The patient was stable.

Event description:
Additional information received indicated an event of post-paced t-wave oversensing on the device.